Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and the rear therapy electrodes. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During investigation into an electrode belt for an unrelated issue, a reportable device malfunction was found. An electrode belt had non-functional therapy electrodes.